Event description:
Unintended perfusion of 200 ml nacl within 10 min due to dpt malfunction. No patient complications were reported.

Manufacturer narrative:
Other - device has not been returned for evaluation.